Event description:
It was reported that during cardiothoracic case the pvs35 once inside patient was fired, wouldn't cut and then wouldn't open all the way causing the surgeon to tear it away from tissue. No harm was done to patient and another device opened to finish case. The surgery was delayed an unknown amount of time due to the reported event. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Batch #: 741a91. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received fully fired. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The device was disassembled to verify the internal components and the articulation (distal channel retainer) was noted to be damaged. The device opened and closed without any difficulties noted. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.